Event description:
IV intercath was successfully placed in antecubital vein. While attempting to connect to clave connector, the sheath of the intercath broke into 2 pieces with a piece remaining in the patient's vein which required surgical removal.